Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator fio2 not working. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's sensor cable needs to be replaced to address the issue. Additional information has been added: the device was recalibrated to address the issue. Section h: component code grid (1) and (device) problem code grid (1) have been updated/corrected.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator fio2 not working. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's sensor cable needs to be replaced to address the issue.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator fio2 not working. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.